Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('neither essure coil was visible'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding),') in a 28-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexual dysfunction, libido decreased, vulval boil, urinary tract infection, menses irregular with excessive bleeding, back pain, grand multiparity, spotting menstrual, cholecystectomy, irritable bowel syndrome, cataract operation, nasal cyst removal, migraine, hematuria, cramp in lower abdomen, discomfort, endometrial curettage, pelvic inflammatory disease and adhesiolysis. Previously administered products included for an unreported indication: miralax, codeine#10 and tylenol. Concurrent conditions included crohn's disease since (B)(6) 2015, irritable bowel since (B)(6) 2011, flank pain, gallstones, upper abdominal pain, vomiting, gastroparesis, diarrhea, kidney stones, kidney infection, gastroesophageal reflux disease, renal calculi and addiction. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for contraception, linaclotide (linzess) from (B)(6) 2011 to (B)(6) 2017 for irritable bowel and crohn's disease as well as buspirone hydrochloride (buspar), clindamycin, dicycloverine hydrochloride (bentyl), gabapentin, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lorazepam (ativan), metoclopramide (reglan), omeprazole, oxycodone, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2013, penicillin nos, prazosin, risperidone (risperdal) and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm. Bleed"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety/psych injury related to essure-"), depression ("psychological or psychiatric problems condition:depression") and post procedural complication ("post removal complication"). The patient was treated with lorazepam, mirtazapine and surgery (hyst (full) and on (B)(6) 2012 underwent ablation and dilation curettage and partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, anxiety, depression, nausea, dysmenorrhoea, dyspareunia and post procedural complication outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2010. Plaintiff currently planning for essure removal. Insertion details: three trailing coils -left side. Patient claim on (B)(6) 2012 she underwent partial hysterectomy for menorrhagia but according to mr on (B)(6) 2012 she only underwent dilation and curettage and thermachoice endometrial ablation (discrepancy noted). Received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), gen abnorm. Bleed, migration discrepancy noted in removal date- (B)(6) 2012, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : abdominal pain, anxiety, nausea, menorrhagia, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was in patients medical records : device dislocation lot number: 694961 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. On 9-jan-2020: pif received. No new clinical information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('neither essure coil was visible'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding), in a 28-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexual dysfunction, libido decreased, vulval boil, urinary tract infection, menses irregular with excessive bleeding, back pain, grand multiparity, spotting menstrual, cholecystectomy, irritable bowel syndrome, cataract operation, nasal cyst removal, migraine, hematuria, cramp in lower abdomen, discomfort, endometrial curettage, pelvic inflammatory disease and adhesiolysis. Previously administered products included for an unreported indication: miralax, codeine#10 and tylenol. Concurrent conditions included crohn's disease since (B)(6) of 2015, irritable bowel since (B)(6) of 2011, flank pain, gallstones, upper abdominal pain, vomiting, gastroparesis, diarrhea, kidney stones, kidney infection, gastroesophageal reflux disease, renal calculi and addiction. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) of 2010 to (B)(6) of 2010 for contraception, linaclotide (linzess) from (B)(6) 2011, to (B)(6) of 2017, for irritable bowel and crohn's disease as well as buspirone hydrochloride (buspar), clindamycin, dicycloverine hydrochloride (bentyl), gabapentin, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lorazepam (ativan), metoclopramide (reglan), omeprazole, oxycodone, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) of 2011, to (B)(6) 2013, penicillin nos, prazosin, risperidone (risperdal) and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) of 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse) and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm. Bleed"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety/psych injury related to essure''), depression ("psychological or psychiatric problems condition:depression") and post procedural complication ("post removal complication"). The patient was treated with lorazepam, mirtazapine and surgery (hyst (full) and on (B)(6) 2012 underwent ablation and dilation curettage and partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, anxiety, depression, nausea, dysmenorrhoea, dyspareunia and post procedural complication outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion previously reported as (B)(6) of 2008, now it is reported (B)(6) 2010. Plaintiff currently planning for essure removal. Insertion details: three trailing coils left side. Patient claim on (B)(6) 2012 she underwent partial hysterectomy for menorrhagia but according to mr on (B)(6) 2012, she only underwent dilation and curettage and thermachoice endometrial ablation (discrepancy noted). Received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), gen abnorm. Bleed, migration discrepancy noted in removal date(B)(6) 2012, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : abdominal pain, anxiety, nausea, menorrhagia, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was in patients medical records : device dislcation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: event genital hemorrhage was updated as non-serious. Event post removal complication were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('neither essure coil was visible'), vaginal hemorrhage ('abnormal bleeding (vaginal') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding), in a 28-year-old female patient who had essure (batch no. 694961) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexual dysfunction, libido decreased, vulval boil, urinary tract infection, menses irregular with excessive bleeding, back pain, grand multiparity, spotting menstrual, cholecystectomy, irritable bowel syndrome, cataract operation, nasal cyst removal, migraine, hematuria, cramp in lower abdomen, discomfort, endometrial curettage, pelvic inflammatory disease and adhesiolysis. Previously administered products included for an unreported indication: miralax, codeine#10 and tylenol. Concurrent conditions included crohn's disease since (B)(6) 2015, irritable bowel since (B)(6) 2011, flank pain, gallstones, upper abdominal pain, vomiting, gastroparesis, diarrhea, kidney stones, kidney infection, gastroesophageal reflux disease, renal calculi and addiction. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 for contraception, linaclotide (linzess) from (B)(6) 2011 to (B)(6) 2017 for irritable bowel and crohn's disease as well as buspirone hydrochloride (buspar), clindamycin, dicycloverine hydrochloride (bentyl), gabapentin, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lorazepam (ativan), metoclopramide (reglan), omeprazole, oxycodone, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2013, penicillin nos, prazosin, risperidone (risperdal) and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal hemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital hemorrhage ("gen abnorm. Bleed"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety/psych injury related to essure-"), depression ("psychological or psychiatric problems condition:depression") and post procedural complication ("post removal complication"). The patient was treated with lorazepam, mirtazapine and surgery (hyst (full) and on (B)(6) 2012 underwent ablation and dilation curettage and partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, anxiety, depression, nausea, dysmenorrhoea, dyspareunia and post procedural complication outcome was unknown and the vaginal hemorrhage, menorrhagia, genital hemorrhage, pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital hemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication and vaginal hemorrhage to be related to essure. The reporter commented: date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2010. Plaintiff currently planning for essure removal. Insertion details: three trailing coils: left side. Patient claim on (B)(6) 2012 she underwent partial hysterectomy for menorrhagia but according to mr on (B)(6) 2012 she only underwent dilation and curettage and thermachoice endometrial ablation (discrepancy noted). Received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), gen abnorm. Bleed, migration. Discrepancy noted in removal date: (B)(6) 2012, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : abdominal pain, anxiety, nausea, menorrhagia, vaginal hemorrhage. Concerning the injuries reported in this case, the following one was in patients medical records : device dislocation. Lot number: 694961. Manufacturing date: 2009-12. Expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2021: medical record received. No new information added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('neither essure coil was visible'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),') and genital haemorrhage ('gen abnorm. Bleed') in a 28-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexual dysfunction, libido decreased, vulval boil, urinary tract infection, menses irregular with excessive bleeding, back pain, grand multiparity, spotting menstrual, cholecystectomy, irritable bowel syndrome, cataract operation, nasal cyst removal, migraine, hematuria, cramp in lower abdomen, discomfort, endometrial curettage, pelvic inflammatory disease and adhesiolysis. Previously administered products included for an unreported indication: miralax, codeine#10 and tylenol. Concurrent conditions included crohn's disease since (B)(6) 2015, irritable bowel since (B)(6) 2011, flank pain, gallstones, upper abdominal pain, vomiting, gastroparesis, diarrhea, kidney stones, kidney infection, gastroesophageal reflux disease, renal calculi and addiction. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for contraception, linaclotide (linzess) from (B)(6) 2011 to (B)(6) 2017 for irritable bowel and crohn's disease as well as beta-lactamase sensitive penicillins, buspirone hydrochloride (buspar), clindamycin, dicycloverine hydrochloride (bentyl), gabapentin, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lorazepam (ativan), metoclopramide (reglan), omeprazole, oxycodone, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2013, prazosin, risperidone (risperdal) and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety/psych injury related to essure-") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with lorazepam, mirtazapine and surgery (hyst (full) and on (B)(6) 2012 underwent ablation and dilation curettage and partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, anxiety, depression, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2010. Plaintiff currently planning for essure removal. Insertion details: three trailing coils -left side. Patient claim on (B)(6) 2012 she underwent partial hysterectomy for menorrhagia but according to mr on (B)(6) 2012 she only underwent dilation and curettage and thermachoice endometrial ablation (discrepancy noted). Received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), gen abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : abdominal pain, anxiety, nausea, menorrhagia, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was in patients medical records : device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received - new event gen abnorm bleed was added. Outcome of pelvic pain and abdominal pain was updated from unknown to resolved. Essure removal date was added. New reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and device dislocation ('neither essure coil was visible') in a 28-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexual dysfunction, libido decreased, vulval boil, urinary tract infection, menses irregular with excessive bleeding, back pain, grand multiparity, spotting menstrual, cholecystectomy, irritable bowel syndrome, cataract operation, nasal cyst removal, migraine, hematuria, cramp in lower abdomen, discomfort, endometrial curettage, pelvic inflammatory disease and adhesiolysis. Previously administered products included for an unreported indication: miralax, codeine#10 and tylenol. Concurrent conditions included crohn's disease since (B)(6) 2015, irritable bowel since (B)(6) 2011, flank pain, gallstones, upper abdominal pain, vomiting, gastroparesis, diarrhea, kidney stones, kidney infection, gastroesophageal reflux disease, renal calculi and addiction. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 for contraception, linaclotide (linzess) from (B)(6) 2011 to (B)(6) 2017 for irritable bowel and crohn's disease as well as beta-lactamase sensitive penicillins, buspirone hydrochloride (buspar), clindamycin, dicycloverine hydrochloride (bentyl), gabapentin, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lorazepam (ativan), metoclopramide (reglan), omeprazole, oxycodone, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2013, prazosin, risperidone (risperdal) and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with lorazepam, mirtazapine and surgery (on (B)(6) 2012 underwent ablation and dilation curettage and partial hysterectomy). At the time of the report, the vaginal haemorrhage and menorrhagia had resolved and the device dislocation, pelvic pain, anxiety, depression, nausea, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2010. Plaintiff currently planning for essure removal. Insertion details: three trailing coils -left side. Patient claim on (B)(6) 2012 she underwent partial hysterectomy for menorrhagia but according to mr on (B)(6) 2012 she only underwent dilation and curettage and thermochroic endometrial ablation (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : abdominal pain, anxiety, nausea, menorrhagia, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was in patients medical records : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and device dislocation ('neither essure coil was visible') in a (B)(6) female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexual dysfunction, libido decreased, vulval boil, urinary tract infection, menses irregular with excessive bleeding, back pain, grand multiparity, spotting menstrual, cholecystectomy, irritable bowel syndrome, cataract operation, nasal cyst removal, migraine, hematuria, abdominal pain lower, discomfort, endometrial curettage, pelvic inflammatory disease and adhesion. Previously administered products included for an unreported indication: miralax, codeine#10 and tylenol. Concurrent conditions included crohn's disease since (B)(6) 2015, irritable bowel since (B)(6) 2011, flank pain, gallstones, upper abdominal pain, vomiting, gastroparesis, diarrhea, kidney stones, kidney infection, gastroesophageal reflux disease, renal calculi and addiction. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for contraception, linaclotide (linzess) from (B)(6) 2011 to (B)(6) 2017 for irritable bowel and crohn's disease as well as beta-lactamase sensitive penicillins, buspirone hydrochloride (buspar), clindamycin, dicycloverine hydrochloride (bentyl), gabapentin, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), lorazepam (ativan), metoclopramide (reglan), omeprazole, oxycodone, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2013, prazosin, risperidone (risperdal) and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with lorazepam, mirtazapine and surgery (on (B)(6) 2012 underwent ablation and dilation curettage and partial hysterectomy). At the time of the report, the vaginal haemorrhage and menorrhagia had resolved and the device dislocation, pelvic pain, anxiety, depression, nausea, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion previously reported as (B)(6)2008 now it is reported (B)(6) 2010. Plaintiff currently planning for essure removal. Insertion details: three trailing coils -left side. Patient claim on (B)(6) 2012 she underwent partial hysterectomy for menorrhagia but according to (B)(6) on (B)(6) 2012 she only underwent dilation and curettage and thermachoice endometrial ablation (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: abdominal pain, anxiety, nausea, menorrhagia, vaginal haemorrhage. Concerning the injuries reported in this case, the following one was in patients medical records : device dislocation. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs & mr received. New events-¿ abnormal bleeding (vaginal, menorrhagia), anxiety, depression, nausea, dysmenorrhea (cramping), abdomen pain, neither essure coil was visible¿, concomitant conditions, concomitant & treatment drugs , lab data , lot number, reporter¿s information , patient¿s demographics were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.